Manufacturer narrative:
The actual sample has been returned to the manufacturing facility for evaluation. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date the manufacturing facility received the actual sample. A review of device history record and product release decision control sheet of the involved product/lot# combination confirmed there was no production related problem or no discrepancy in the inspection/test results. A review of the complaint files confirmed the involved product/lot# combination has not been reported previously. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4). The device is now under evaluation.

Event description:
The user facility reported fracture of the outer sheath on the glidesheath device. Follow up communication with the user facility reported the following information: (1) after having punctured the access site, the physician advanced the guide wire; (2) subsequently, when he withdrew the plastic cannula, its distal segment became fractured and remained in the patient's body; (2) the procedure was ceased at this moment; (3) on the following day, the fractured piece was removed from the patient safely and completely; and (4) it was reported the patient is doing well.

Manufacturer narrative:
This report is being submitted as follow-up #1 for mfg. Report #9681834-2015-00116 to provide the return sample evaluation results. Results - based upon evaluation of the user facility information and the returned samples; based upon undamaged sections of the returned samples. Conclusions - based upon evaluation of the user facility information and the returned samples; based upon undamaged sections of the returned samples. The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that it had been fractured at approximately 41mm from the proximal end of the hub part. According to the specifications of this product, the total length should be approximately 51mm. It was found that the distal segment approximately 10mm in length was missing from the actual sample. The separated segment was not returned for evaluation. Magnifying inspection of the fractured cross section was found to be in a smooth state with evidence of elongation at the distal end. Subsequently, the fractured cross section was inspected under electron microscope. A stripe-like pattern was found on the fractured cross-section, on the segment closer to the hub part. The outside diameter was measured on the undamaged non-tapered segment and confirmed to be comparable to that of the current product sample. The inside diameter was measured on the hub part and confirmed to be comparable to that of the current product sample. A test was conducted to reproduce the defect. A current plastic cannula sample was let to come into contact with a scalpel and became nicked. Subsequently, the cannula was subjected to a pulling force and became fractured. The fracture cross-section was inspected under magnification and found to be in the state similar to that of the actual sample, with the surface being smooth and the distal segment having been elongated. A review of the device history record and product release decision control sheet of the involved product/lot# combination confirmed there were no production related problems or no discrepancy in the inspection/test results. A review of the complaint files confirmed that the involved product/lot# combination has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, from the investigation result, as a cause of this complaint, it is likely that the actual sample came into contact with a hard object and became nicked. Additionally it was subjected to a pulling force and became fractured. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up #1 for mfg. Report #9681834-2015-00116 to provide the return sample evaluation results.